Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission on an unknown date. Upon review, the pulse generator exhibited backup vvi operations. The patient was brought into clinic and the device was reprogrammed successfully. The patient was stable after the event.